Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the numbers on the insulin pump were scrolling when entering a bolus. Customer also received a button error alarm. Customer's blood glucose reading at the time of the call was 98 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.